Event description:
Reporter indicated the patient had vns generator replacement performed on (B)(6) 2012. Attempts for additional information and return of the explanted generator are in progress.

Event description:
Additional follow-up with the explanting hospital revealed the vns generator was discarded after the surgery.

Manufacturer narrative:
Device failure is suspected.

Event description:
Reporter indicated device diagnostics with the new vns generator and resident lead were within normal limits at the surgery on (B)(6) 2012. All attempts for return of the explanted vns generator have been unsuccessful to date.

Event description:
Reporter indicated a patient was having increased generalized seizures in (B)(6) 2012, and that the vns generator battery was "failing". A generator battery life estimate performed by the manufacturer yielded -0.69 years remaining, indicating battery end of service is likely. The increase in seizures was felt to be due to the generator "failing". The patient has been referred for generator replacement. Manufacturer review of the patient's vns programming history noted the diagnostics dcdc code for systems testing has been 0 since at least (B)(6) 2009. Prior to that date, the dcdc code was 1 as of (B)(6) 2008, and as of (B)(6) 2007 the dcdc code was 2. The dcdc code was also 2 on (B)(6) 2004, which was 4 months after initial implant on (B)(6) 2004. As the dcdc code has dropped from 2 to 0 and the patient is experiencing increased seizures, a short circuit of the lead may be occurring. Attempts for further information are in progress.

Event description:
Reporter indicated the patient feels magnet mode stimulation, and there was no mention of multiple seizure types increasing. No other information was provided. Vns replacement surgery is still planned, but has not occurred to date.